Manufacturer narrative:
The insulin pump was received with pump error 63 alarm confirmed in the pump history due to broken trace.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.